Event description:
The patient never had therapeutic effect since implant and does not believe the spinal cord stimulation (scs) was working/doing its job. Basically, the patient has 24 hour pain and feels like a (B)(6) man with sharp shooting pain all the time. Two different company representatives have done reprogramming for the patient. First in (B)(6) 2014 and then 1-2 months ago. The reprogramming 1-2 months ago reached the stimulation up higher then lowered it for the patient¿s back. The patient wanted the setting/stimulation to stop at the knees but it was stated that was not possible. They have tried all the reprogramming they can. All settings have been tried. Cannot turn it up higher because the patient gets uncomfortable doing that and cannot turn it down because then it would not help at all with the pain. The pain lasts from the morning when the patient wakes up to when he tries to go to bed, sometimes he cannot go to bed. The patient also takes medications for the pain. The patient¿s legs/feet were cold even if he was outside for 10 minutes or so from the weather. Hands were numb too but it was believed it was from the car accident. Patient has tried turning off the stimulation to see if the pain stays the same and the stimulation ¿helps a bit.¿ the stimulation device helps some if the patient stays in one position, but then when he moves the pain was right back again. The patient has had several appointments with the doctors, but the always say the same things and prescribe him medications. It was noted that the patient had surgery one week ago but it was unrelated to his device system. It was reported five months later that the patient has always had back issues and the stimulator is not doing what it did when the patient had the trial. Problems began since implant. The patient wanted to go back in and readjust the leads, try a few other things; he is scheduled to see a surgeon but can¿t schedule until an MRI is done to find out if anything changed, still have herniated discs. MRI compatibility guidelines were requested. There is no one isolated pain and the patient just did tests and nothing seems to work to expectations, so sending surgeon to see what other options he has. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2014, product type lead product ID: 97754, serial# (B)(4). Product type: recharger. Product ID: 97740, serial# (B)(4) product type: programmer, patient. (B)(4).